Event description:
It was reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the programmer head failed all uplink amplitude tests and had intermittent telemetry, and therefore the head's cable was replaced. It was also noted that the head's label was missing its backing and that the head lens was cracked, both were replaced. (B)(4).